Event description:
Falsely depressed troponin I results of 0.04, and 0.04 ng/ml were obtained in one patient. The results were not reported to the physician. The sample was retested on the same instrument and results of 0.63, and 0.55 ng/ml were obtained. The sample was also retested on an alternate methodology and results of 0.51, 0.49 and 0.50 ng/ml were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely depressed troponin I result. The most likely cause for the falsely depressed troponin I result was a problem with the instrument's r1 ultra-sonic board.